Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). S/w version 4.11d, retainer ring = black. Customer returned pump for an alleged damaged battery compartment found on (B)(6) 2021. Pump received with backlight anomaly. Pump passed displacement test; however, pump alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2021 at 03:21:39.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked battery tube threads, missing serial label, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rails was noted. Additionally, backlight anomaly was confirmed due to moisture damage on pcba 1 and pcba 2. Pump error 63 was confirmed during self test due to broken trace on u1 pin 6. Pump exposed to moisture confirmed at pcba 1 and pcba 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.